Manufacturer narrative:
(B)(4). Date sent: 12/21/2022. Additional information was received: during laparoscopic ileocecal resection, the device was used on the 3rd firing of the colon reconstruction. Manual override lever was opened. There was no damage on the tissue or bleeding to the patient. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. B1: h1: not reportable.

Event description:
It was reported that during an unknown procedure, the jaws became not to open from 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: 1st f/u attempted for additional information assigned to loc: was the device locked on tissue with the jaws closed? If yes, how was the device removed? No further what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information will be available. Did the jaws eventually open? No further information will be available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.